Event description:
On (B)(6) 2012, the pt was being treated with the gore excluder aaa endoprosthesis featuring the gore c3 delivery system. After deploying the trunk-ipsilateral leg component 2mm below the renal artery, the physician used a 40mm cook coda balloon to seat the proximal end of the device. Final angiography showed a proximal type I endoleak and the distal end of the device covering the right hypogastric artery. The graft appeared to be 4mm below the renal artery. The physician ballooned the proximal end using a 40mm cook coda balloon. At this point, the aorta ruptured and the physician implanted an aortic extender component at the level of the renal arteries and ballooned using a 32mm cook coda balloon. The rupture and endoleak were resolved but the physician chose not to treat the covered hypogastric. The pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs. The gore excluder aaa endoprosthesis featuring the gore c3 delivery system instructions for use states "follow the MFR's recommended method for size selection, preparation and use of aortic and iliac dilation balloons, carefully monitoring both volume and pressure to avoid complications." The cook coda balloon catheter instructions for use states; "the coda 40mm balloon catheter should not be used in vessels less than 24mm in diameter". According to the sizing guidelines in the gore excluder aaa endoprostheses featuring the gore c3 delivery system IFU, the rmt261216 is intended for aortic vessel diameters of 22-23mm.